Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing headache and stomach ache. It was also reported their lead was not performing as well as it should and that it was failing. It was noted there was a suspected right ventricular (rv) lead fracture. The lead was removed and replaced. No further patient complications have been reported as a result of this event.